Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had device failure issue and mini engines failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers failed. A field service engineer found that all mini drawers were not functioning. The fse replaced a faulty control board and configured the affected engines, after which all components operated correctly. Diagnostics were run successfully, and the customer verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.